Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, the outer cannula of the device not able to fire and the actuator button got stuck. It was further reported that the device was jammed and not able to prime. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore device was received for evaluation. Upon visual evaluation, the device appeared to be clean and received with protective tubing and no yellow guard attached to the needle. The device was received in half primed position. A forward and sideways bend was noted to the sample notch when placed against a straight edge ruler. The investigation is inconclusive for the reported failure to fire and failure to prime as no functional testing was performed due to the condition of the returned sample. However, the investigation is confirmed for the identified bent as a bent was noted on the sample notch. A definitive root cause for the reported failure to fire and failure to prime and identified bent issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided kidney biopsy procedure through normal density tissue using the maxcore instrument. During the procedure, it was reported that the outer cannula of the device not able to fire and the actuator button got stuck. It was further reported that the device was jammed and not able to prime. No coaxial was used. The procedure was completed using another device. There was no reported patient injury.